Manufacturer narrative:
Corrected information is provided in sections d.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation in the right eye, the patient experienced a corneal burn with marked descemet's folds. This was due to an occlusion of the ophthalmic handpiece, which led to tip hyperthermia and subsequent stiffening of the incision edges. The patient was sutured, and a filtered air bubble was injected into the anterior chamber. A laterobulbar injection of corticosteroid was also administered. The procedure was discontinued due to the risk of irreversible corneal decompensation. The current condition of the patient is unknown.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned for testing on this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed cable damage near the handpiece and connector strain reliefs, discolored red alignment dots, and a dented irrigation line, all unrelated to the reported event. A flowrate test was performed, and the irrigation and aspiration values met specification. The returned handpiece was connected to a calibrated system. The handpiece was recognized, calibrated, primed, tuned, and successfully ran a five-minute burn-in without issue. During the five-minute burn-in, a temperature test was also performed. The sample met specification. It also passed the dynamic test fixture (dtf) testing criteria for recognition, tuning, and ultrasonic (us) and torsional stroke length. The sample underwent borescope imaging and found no problems related to the reported event. The hp was found to meet all relevant specifications. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).